Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of feeling shocks and pain while napping or sleeping in the device pocket and suspected his transmitter could cause these shocks. The patient received another transmitter and cell adapter. Upon investigation, the device connections looked good and no vt or shocks had been delivered from the device. These shocks could be from the device, the ICD maybe pinching a nerve or pocket being formed around the device, which often seen during the healing process. The patient was paced at high outputs and he felt nothing or shocks during this test.